Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows no outward signs of any damage. The introducer was inserted into the cannula and it stopped at the transition to a smaller diameter. The introducer was then inserted into the tip of the cannula and appears to stop at the same location. A mark was made on the introducer and then laid out against the cannula. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen pediatric arterial and venous cannula, the customer reported that the introducer could not be inserted into the cannula. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the product was replaced with a different product before it was inserted into the patient's body.